Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose values and the insulin pump was under delivering. Customer¿s blood glucose value was 520 mg/dl and treated with bolus through insulin pump. Customer had weak and dry mouth. Customer stated that they changed the reservoir and the blood glucose value went down to 485 mg/dl. Auto mode feature was not active. Insulin pump and reservoir will not be returned for analysis.